Manufacturer narrative:
At this time no conclusions can be made. The patient's attorney alleges past, present and future damages, pain and suffering, and permanent injury; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Should additional information be provided a supplemental emdr will be submitted. This emdr represents the bard/davol ventralight st hernia patch (device #2). An additional emdr was submitted to represent the bard/davol ventralight st (device #1). Not returned.

Event description:
Attorney alleges that the patient underwent surgery for implant of two unspecified bard/davol ventralight st meshes implanted on (B)(6) 2017 and/or (B)(6) 2018. As reported, the patient is making a claim for an adverse patient outcome against both devices. Attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." The attorney alleges general allegations for emotional distress and the device was defective.